Event description:
It was reported that the patient underwent a surgical procedure to have a tactra device removed, and an inflatable penile prosthesis (ipp) implanted. No patient complications were reported.